Event description:
It was reported that the patient presented to the ER after receiving an inappropriate shock. ICD was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.